Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative reported that the spark was not abnormal. It was attributed to the fact that the seating of the power plug into the socket was difficult and quite a lot of force was required to insert the plug. This condition led to what amounted to light contact between the socket and the plug terminals before the plug was firmly seated. This light contact created a brief yellow spark at the socket as the circuit was made and broken. After inserting and removing the plug several times, the sparking ceased as the plug conditioned and insertion was made easier. The medtronic representative postulated that this was due to the plug being brand new and not preconditioned. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that a spark was observed when plugging in the system to a wall plug. No patient was present during the time of the reported incident.